Event description:
It was reported that the pump alarmed with a notification of "service due see manual" 58 this pump also overfed during routine testing on (B)(6) 2022 by 8.75%.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. An error code message was found in the ehl (event history log). The customer reported alarm was duplicated during the investigation however, after running three accuracy tests, the pump was found to be within manufacturing specifications and no problem was found. Root cause of the reported issue is unknown as no problem was found, but service was due on the pump. Recommended that the clock battery be replaced. The product is beyond 22 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.